Event description:
It was reported that on (B)(6) 2012, a lesion in the left circumflex (lcx) coronary artery was treated for in-stent restenosis of an unspecified stent via femoral access using a 014 balanced middleweight (bmw) hydro guide wire, followed by advancement and deployment of an unspecified stent with no occurrence of any issue during the procedure. On the following day, during routine recovery, the patient experienced angina and an elevated troponin level. Intravascular ultrasound revealed that the distal tip of the bmw had separated and had been left in the patient vasculature during the initial procedure. A 3.0mm non-abbott stent was deployed in the lcx, embedding the segment of the bmw piece, however, during stent deployment, a non-stented segment of the bmw separated from the stented segment; the separated, non-stented bmw segment was successfully snared, completing the procedure. The patient was discharged in good condition with symptoms resolved and with no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.